Event description:
The customer reported that she has been experiencing blood glucose levels greater than 600 mg/dl, and feels that the insulin pump has stopped working. The customer treated with manual injections, but continued to experience elevated blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Later, a social worker called to report that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 774 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.